Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-02879, 1627487-2022-02880. It was reported that patient had increased pain at the ipg site. The patient's leads also had migrated and this was confirmed via x-rays. Surgical intervention occurred on (B)(6) 2022 in which the leads and ipg were explanted and replaced.